Event description:
During an initial implant case, the pre-attached collet on the sutureless connector segment of the catheter came off when the doctor tried to attach it to the other side of the catheter. He was unable ¿to attach it back¿, so it was not implanted. The doctor asked for a new one. A different product was used and everything went fine with the new box that was opened. At the time of this report, it was attached, so it seemed as though the scrub tech may have attached it. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. Additional information later reported the procedure was completed successfully without impact to the patient. A new catheter was opened. The reporter planned to send the catheter back to the manufacturer.

Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter. (B)(4).